Manufacturer narrative:
It was discovered on 12/3/2020, that device available for evaluation?, is device returned to manufacturer?, date device returned to manufacturer was erroneously omitted in follow up report 1. See corrected data section h11. The investigation of the returned device was completed by the failure analysis lab on 12/2/2020. Device evaluation summary: according to the information received, the right breast implant experienced a rupture during surgery. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4). D9. Device available for evaluation? Yes. D9.is device returned to manufacturer? Checked. D9. Date device returned to manufacturer 11/2/2020.

Manufacturer narrative:
On 11/2/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient's initials is (B)(6) and date of birth is (B)(6)1983. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Initial reporter postal code is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant experienced right sided rupture intra-operatively. No patient consequence or adverse event was reported.